Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller screen went blank still showing the green circle. No alarms were noted. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller display issue was confirmed during analysis. The evaluation of the returned system controller serial number (B)(6) revealed that the lcd screen was white. Further evaluation isolated the issue to a compromised lcd screen. The compromised lcd screen did not affect the system controller's ability to operate the pump. A specific root cause that contributed to the compromised lcd screen was not determined during analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.